Event description:
8-year-old type 1 diabetic son was admitted to (B)(6) hospital for vomiting, dehydration, high blood sugar/keytones/onset of diabetic ketoacidosis, IV fluid and blood work required. Upon insult /omnipod 5 alerting us of a recall on certain lots we discovered we had been affected. At home keytone test was the darkest I've ever seen and he never vomits and could not keep liquid down.